Event description:
The customer reported the system displayed an x-ray switch stuck error and locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch awas replaced during the service call. The system was tested and found to be working as intended and put back into service.